Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc2600993/. The devices were not returned for review, therefore their conditions cannot be described. The manufacturing documentation cannot be reviewed because item/lot information has not been received. The shell was an unknown trilogy shell and the liner was an extended offset liner in all cases. These devices are used in the treatment of a disease. No applicable patient history is provided. Compatibility of the devices is unknown. A complaint history search cannot be performed due to the lack of information. With the information provided, a definitive root cause cannot be stated.

Event description:
It is reported that 5 patients were revised due to recurrent instability.